Event description:
It was reported that spinal cord stimulation (scs) patient experienced discharge and redness at the lead insertion site related to the recent scs implant procedure. Therefore, the patient underwent a debridement procedure and was placed on oral antibiotics. Culture results confirmed the presence of a staphylococcal infection. The patient has fully recovered postoperatively. The scs device remains implanted in the patient. Additional information was provided that the patient experienced poor wound healing as a result of the infection that had occurred. While changing out their wound dressing, the patient accidentally pulled the lead and clik anchor out of their skin while still attached to the implantable pulse generator (ipg). Therefore, the patient was hospitalized and underwent an explant procedure during which the leads and ipg were removed. There were no reported patient complications postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70 . Serial: (B)(6). Batch: 7079253. Product family: scs-ipg-pc. Upn: m365sc14320. Model: sc-1432. Serial: (B)(6). Batch: 212155. Product family: scs-lead fixation. Upn: m365sc2317700. Model: sc-4318. Serial: n/a. Batch: 30959009. Product family: scs-lead fixation. Upn: m365sc2317700. Model: sc-4318. Serial: n/a. Batch: 30959009.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700. Model: sc-2317-70 . Serial: (B)(6). Batch: 7079253.

Event description:
It was reported that spinal cord stimulation (scs) patient experienced discharge and redness at the lead insertion site related to the recent scs implant procedure. Therefore, the patient underwent a debridement procedure and was placed on oral antibiotics. Culture results confirmed the presence of a staphylococcal infection. The patient has fully recovered postoperatively. The scs device remains implanted in the patient.